Event description:
The product was returned to the manufacturer for analysis stating lead revision due to intermittent therapy delivery, or no pain stimulation therapy received, due to suspected lead fracture. The manufacturer's representative reported that at follow-up, high impedance readings were detected and the unit was retrieved in 2007, after 17 months implant duration. The device was replaced with good patient outcome reported by the representative. See MFR report number 6000153-2007-01003.

Manufacturer narrative:
Final device analysis results reveal two lead conductor wires are broken; the #2 and #3 conductors are fractured located 11.4-cm from the distal tip. Results of visual exam show both the distal tip and proximal connector ends are intact and undamaged. The device outer insulation material is intact. Product service life at explant was 17 months. Investigation summary shows reduced device performance occurred and was related to the reported event.